Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation, on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged power issue began on (B)(6) 2017 at 8:30 am. The patient manages her diabetes with a combination of metformin pills (500 mg twice daily), humalog insulin (36 units daily via insulin pump) and victoza (1.8 mg daily). The patient denied making any changes to her usual diabetes management regimen when she was unable to check her blood glucose due to the alleged meter issue. The patient reported developing symptoms of ¿dizziness, numbness of hands and dry mouth¿ one hour after the alleged power issue began; during the call, the patient claimed she associated the symptoms with high blood glucose and that a reading of ¿500 to 600 mg/dl¿ was obtained on an unspecified device. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed the meter was unable to be turned on manually or when a new test strip was inserted. The csr noted the alleged power issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.